Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. Two 0.025¿ guidewires were also returned, one of which was undamaged. The damaged guidewire was bent and unraveled at approximately 87.1cm and 15.2cm from the j-tip respectively. Additionally, a flat/deformed section on the catheter tubing was also observed at approximately 29.7cm from the iab tip. The technician attempted to insert the undamaged 0.025¿ guidewire through the inner lumen and was found to be occluded with dry blood. The technician was unable to clear the occlusion. The condition of the devices as received indicated a damaged guidewire. It is difficult to determine when the damage occurred, however, if this occurs during the procedure, it could cause guidewire removal difficulty. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event reference complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon(iab), the guide wire was advanced through the wire lumen port and brought back into the balloon catheter . It was inserted and wire advanced ahead of the balloon catheter. With catheter in the descending ao, they tried to remove the wire from the catheter and was unable to remove the wire from the iabp catheter. When the wire would not come out, the doctor removed the balloon and wire out together. They then open another balloon kit and inserted it into the patient without any problems occurring. There were no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon(iab), the guide wire was advanced through the wire lumen port and brought back into the balloon catheter . It was inserted and wire advanced ahead of the balloon catheter. With catheter in the descending ao, they tried to remove the wire from the catheter and was unable to remove the wire from the iabp catheter. When the wire would not come out, the doctor removed the balloon and wire out together. They then open another balloon kit and inserted it into the patient without any problems occurring. There were no reported injury to the patient.